Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and elevate anterior and apical system with intepro lite was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02287. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported the patient underwent a gynecological procedure on (B)(6) 2003, in order to treat uterine prolapse, cystocele, rectocele and enterocele and mesh was implanted. The patient underwent concurrent procedures on (B)(6) 2003, which included transvaginal hysterectomy, bilateral sacral colpopexy with transverse cystocele/rectocele repair for transverse tears of the anterior /posterior, cystoscopy and cystometrogram during mesh implantation. It was reported that the patient underwent another gynecological procedure on (B)(6) 2003, in order to treat complex vaginal vault prolapse, and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding and recurrence. The patient also underwent revision of the graft on (B)(6) 2004, due to erosion, recurrent cystocele, vaginal wall prolapse and urinary retention. The patient underwent removal of granulation tissue, cystoscopy and modified sacral spinous fixation on (B)(6) 2004 [not as previously reported]. The patient experienced complex vaginal wall prolapse after a hysterectomy and underwent laparoscopy with bilateral ureterolysis, bilateral sacral colpopexy and cystoscopy on (B)(6) 2004. The patient experienced graft erosion, vaginal wall prolapse, urinary retention and underwent revision of graft and implant at this time [inteprolite elevate anterior and apical system] on (B)(6) 2009. (B)(4).

Manufacturer narrative:
Date sent to FDA: 06/10/2016.